Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 28mm synergy ii drug eluting stent was advanced for treatment. However, it was noted that vessel dissection was encounter.